Manufacturer narrative:
G4: 30mar2020. B4: 31mar2020. The service technician advised the customer to replace the battery. The customer replaced the battery and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date report: 10mar2020.

Event description:
The customer reported a battery failure. There was no patient involvement.